Manufacturer narrative:
A medtronic field service engineer (fse) went to site on (B)(4) 2015 to troubleshoot issue and was able to recreate the issue twice out of the multiple times of rebooting. Found the imaging system app was frozen on the mobile view station (mvs), which was resolved with a reboot. Since it was the image acquisition system (ias) computer locking up, that computer and system control board were replaced. Could not recreate the complaint after several 3d spins and 2d images in multiple gantry positions after replacing components. A computer and control board assembly were sent to site for replacement. The parts were replaced and sent back to manufacturer for evaluation. Findings and conclusion on the computer could not confirm reported problem "intermittent ias computer lock up". Findings and conclusions on the control board could not confirm reported problem "intermittent ias computer lock up" system passed all testing, and put back in use. No further issues reported. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative called and reported during a case they were unable to move the imaging system's gantry. The site had to manually open the door to remove the imaging system. There was no impact on patient outcome.